Event description:
A customer reported to beckman coulter, inc. (Bec) that wash concentrate bottle was leaking on unicel dxc 600 pro synchron clinical system. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
The customer reported that the instrument showed "di reservoir canister not filling" error message. The customer stated that they homed the instrument and that eliminated the error message. The customer again observed the "di reservoir canister not filling" error after running the instrument over a couple days and the di reservoir canister was full. The customer stated that they cleaned the leak, straw and cap on the wash bottle and no further leaking was observed. The wash concentrate bottle, which was 50% full, now had only 20% left. On (B)(6) 2011, bec field service engineer (fse) performed service on the instrument. The fse stated the customer was able to recover from the "di water canister not filling" error message but was concerned it would return. The fse proactively replaced valve v1 in the hydro and the di water canister float switch. The fse primed the system and had the customer run some samples. No further errors were observed. The fse verified repair per established procedures. As of (B)(6) 2011, the customer has not contacted bec with requests for further assistance for this issue (B)(4).